Event description:
It was reported the atrial and right ventricular leads had dislodged during the implant procedure. The physician reopened the device pocket and disconnected the device from the atrial and right ventricular leads to revise the leads. When the device was reconnected to the leads, the pacing polarity had switched to unipolar due to lead monitor parameters and did not provide pacing support for the patient when the device was outside of the pocket. The physician elected to remove the device and leads and a new device and leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.